Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states,"intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2002. The following sections could not be completed due to the part/lot information could be: catalog number - 11-173660, lot number - 321200, expiration date - apr 30, 2012, manufacture date ¿ apr 10, 2002. Or the part/lot information could be: catalog number - 11-173662, lot number - 145750, expiration date - oct 31, 2012, manufacture date ¿ oct 11, 2002.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2002 and a total hip arthroplasty on the other side on (B)(6) 2002. Subsequently, patient was revised on an unknown side on (B)(6) 2014 due to pain.